Manufacturer narrative:
(B)(6). Common device name and device product code was unknown. The catalog number and serial number were unknown. The PMA/510(k) number was unknown. The manufacturing location was unknown. The serial number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a survey analysis, it was reported that the battery powered line (bpl ii) attachment devices were breaking and jamming. No further information was provided regarding the devices or the alleged malfunction. The number of occurrences was unknown. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.